Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 1 day ( 27feb2023¿ 28feb2023 per time stamp). The driveline was disconnected for an unknown reason briefly on (B)(6) 2023 at 14:48:06 and reconnected 30 seconds later. This caused a pump stop which is investigated in the pump investigation (related manufacturer report number 2916596-2023-01494). There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis and remains in use. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook (rev. C), section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured a driveline disconnect at 2:48 pm on (B)(6) 2023. It appeared that the pump was off for about 30 seconds before being reconnected and ramping back up to the set speed of 5400 rpm. Related pump MFR#: 2916596-2023-01494.